Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the gun misfired. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number, 9571862, provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Product unavailable for analysis.